Event description:
It was reported that the right ventricular (rv) lead fractured. All therapies on the device were programmed off and a procedure to explant the lead is being planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.